Event description:
Mother states, that her son wears contact lenses and has been ill quite alot lately. He was seen by the pediatrician after wearing accu-seal oasis contacts for symptoms of fever, headaches, eye discharge, redness and swelling. The doctor diagnosed him with an eye scratch and advised the patient to discontinue the use of contacts. The patient continued to become even sicker with cold and flu-like symptoms and an elevated temperature. The pediatrician then diagnosed her son with allergies and prescribed a nasal decongestant. The ongoing presentation of her sons illness appears to have been related to the amo solution prescribed at a routine eye exam iof this year. Currently, the patient isn't wearing any contacts, but is still complaining of eye pain. He has a follow-up appointment scheduled today for further testing, to include a corneal scraping.